Event description:
Event description guidant received information that during an attempted implant of this left ventricular lead, an optimal lateral position was unable to be obtained. Guidant received additional information that the patient developed a pneumothorax.